Manufacturer narrative:
The returned unit was examined and found to have a crack present in the body of the flush device. The crack was created during the assembly process and was not detected by the operator during inspection. Press machines were readjusted with new blocks in may 2007 to reduce the possibility of damage, and details of the visual inspection were updated. This product was manufactured prior to the additional corrections being put in place. Review of the device history was performed and found to be acceptable. Smiths was able to confirm this issue, however, unable to determine the exact cause. No additional action necessary at this time. Smiths considers this MDR closed with this report.

Event description:
The reporter stated that the unit was leaking. During smiths' return product review, the sample was found to be cracked. There was no patient injury or treatment associated with the event.